Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was chipped and cracked. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear, as the size pot would not register any size positions. Replaced size pot for the size issues. Replaced main board and installed version 6.0.0. Per customer request. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was an issue with syringe size and needs to be upgraded to version 6 software. No patient injury was reported.